Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. An alert was received that the patient's right ventricular pacemaker lead had low and out of range impedance. The impedance had previously been slowly declining, and the physician elected to monitor the patient and not perform intervention. There were no patient consequences.